Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced severe syncope with a fall and head injury, subdural hematoma and arrhythmia. The implantable pulse generator (ipg) exhibited high and variable thresholds, variable impedance and loss of capture. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.